Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was not provided. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly, the customer received an error message while attempting to reload a cartridge. The customer declined further troubleshooting regarding this issue. The customer was able to load a new cartridge, and resumed pump therapy.